Event description:
Reporter stated that caller from facility reported that unit was repeatedly permitting free flow of sterile water into final containers. This was first discovered when the unit had an e-30 alarm. This was repeated several times. Free flow and e-30 alarm. This is a fail-safe condition. However, since the user could observe the free flow when the unit was stopped, this is reportable as a complaint. Having talked with both professional services and product services, the caller was able to get the transfer set to seat properly and there were no more free flows. Usually, in this situation, product services will have the user remove the transfer set and talk them through the installation procedure per the operator's manual. However, the caller was using his last set. Since the issue was resolved by telephone. The unit was not sent to product services for evaluation. No pt involvement.